Event description:
It was indicated that the patient was using an unsupported operating system, which is misuse of the device. It was reported that signal loss of over one hour occurred for the transmitter with the serial number 130510719424. However, data for the transmitter with the serial number 756818702784 was provided for evaluation. It was determined that the signal loss was related to the mobile application. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).